Event description:
The customer reported a pacer equipment malfunction message. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported a pacer equipment malfunction message. There was no report of pt impact or involvement. The device was evaluated by a philips field service engineer. The symptom could not be reproduced. We are unable to determine the cause because we could not duplicate the reported symptom.